Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device needed too long to cool down properly. The chiller was very dirty and had a lot of dust fluff. The chiller was cleaned and then the device cools normally down. Per follow up information received via email on 10-oct-2022, there was no patient involvement, this appeared during functional check.

Event description:
It was reported that the arctic sun device needed too long to cool down properly. The chiller was very dirty and had a lot of dust fluff. The chiller was cleaned and then the device cools normally down. Per follow up information received via email on 10oct2022, there was no patient involvement, this appeared during functional check.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a dirty chiller. During evaluation, it was confirmed that the unit was not cooling properly as the chiller was found dirty. Chiller was cleaned. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "cleaning and maintenance condenser * a dirty chiller will significantly reduce the cooling capacity of the control module. *to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution's air, periodically remove the back cover and vacuum or brush the condensers fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel." Corrections: f,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated